Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a series of troubleshooting steps, including inspecting and cleaning the cartridge components, which led to the successful loading of the cartridge and the resumption of insulin delivery.